Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. After charging for over 24 hours the batteries are still blinking the first led. The fse replaced the lithium ion batteries. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. After charging for over 24 hours the batteries are still blinking the first led. The fse replaced the lithium ion batteries (0146-00-0039). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.